Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with a complaint of blister formation over the implant site which had ruptured and was oozing pus. The patient was hospitalized with a (B)(6) infection and was treated with antibiotics. The system was removed due to the infection and pocket erosion and the patient subsequently received a leadless implantable pulse generator (ipg). The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s system was removed due to infection with pocket erosion. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.